Event description:
Patient lost ventilatory support.

Manufacturer narrative:
It was reported by the customer contact that on (B)(6) 2023, "cap fell out and pt lost ventilatory support and immediately became bradycardic and experienced a 10 second pause due to loss of support". A sample was requested to be returned for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.